Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery while delivering a bolus. Customer does not recall any significant events leading to the error. Customer's blood glucose was 270 mg/dl at the time of incident. Troubleshooting found that the connection to the reservoir was not connected but problem was resolved. No further information was given.